Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide insert did not move forward when the pod was activated; this indicates a needle mechanism failure. When removed from the infusion site, the pod's cannula was found bent. The patient's blood glucose levels rose to 21.3 mmol/l (383.4 mg/dl) while wearing the pod between 49 and 71 hours.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.